Event description:
Blood glucose results of "238 mg/dl, 306 mg/dl, 123 mg/dl and 416 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.